Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had no audio. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported "no audio" which was reproduced during evaluation. Visual inspection determined the cause to be the speaker was loose creating low audio. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.